Event description:
After post-dilatation of an unk stent in the iliac artery, the balloon could not be withdrawn back through a 7f arrow sheath after deflation. The sheath and balloon were withdrawn together as a unit, with no reported pt complications. The procedure was completed at that point. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.